Event description:
Five minutes into treatment, venous line detached from tesio cath. Venous line and arterial lines were clamped as the venous alarm was alarming. Estimated blood loss 200cc. The pt was placed in trendelenburg position on left side. Md notified; labs obtained. Pt completed treatment and was discharged to home in stable condition.